Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third party service center, the device failed to power on. The device's power management board and system board were replaced to address the issue.